Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of atrial fibrillation with rapid ventricular response. Programming changes were made. Patient condition was stable.